Event description:
Related manufacturer reference number: 3004936110-2023-00926.

Manufacturer narrative:
Manufacturing investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires on the power extension cable and sparking was not confirmed. Visual inspection of the returned material did not reveal any damage to the power extension cable or any functional damage to the main unit hardware. A known working test power supply was used for performance testing due to the extent of damage to the one returned to an avoid electrical hazard (refer to MFR # 3004936110-2023-00926 for the power supply investigation). The unit was powered on with no discrepancies multiple times and passed diagnostic test with the test power supply. No sparking was observed to come from the main unit hardware. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported sparking and exposed wires from the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.